Event description:
The event is reported as: the package was labeled as a size 41, but the inside tube was a size 37. No patient injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report. A follow-up report will be submitted upon completion of the investigation.